Event description:
The user facility reported to the distributor, when zero balancing for the catheter 110-4bt, the pressure reading gradually increased to be displayed "60". After zero balancing again, the catheter was implanted into the pt and displayed "15" which was thought to be corresponding with the pt's condition. The pressure reading gradually increased again to "60" which the surgeon could not believe. The surgeon removed the catheter from the pt. The surgeon is requesting immediate comments as to the cause of this incident since he carefully handled the catheter and the catheter was not broken by his hands. No pt injury was reported but the catheter could not be used.